Event description:
Patient reported, the infusion device shut-down without providing an error message several times in the past week, and this happened twice on the day of the report. He viewed the infusion device history to confirm no error messages were displayed. He changed the battery and battery cover, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The error e8 was found in the pump history. A power interrupt (e8) may occur when you insert a new battery without putting your insulin pump into stop mode first, or when your insulin pump was dropped.